Event description:
While the nurse was placing a peripheral intravenous catheter: bd saf-t-intima ref (B)(4), lot: 9057736, the device needed increased pressure to pierce the patient's skin. The patient reported increased discomfort with placement. Blood return was present, the patient reported decreased discomfort once the stylete was removed. The device functioned well otherwise; the stylete and the packaging were saved.